Event description:
Pharmacist reports a pt rec'd 10 times the ordered amount of dextrose via tpn. Pharmacist over-rode the compounder warning twice indicating that the mixure was out of limits and proceeded with tpn mixture in spite of two warnings. The reporting pharmacist stated the cause of this event was user error, not product malfunction. Pharmacist reports the pt rec'd insulin. The pharmacist states the pt is now stable. The pharmacist did not want to send the unit in for eval at this time. Pharmacist had no further details on the event.